Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No malfunction based on the complaint reported. No corrective action exists for this complaint issue. A complaint query was generated from the date range of 10/28/2014 to 04/03/2015 and the results of the query identified a total of 22 complaints for the product reported. As a result there were 15 complaints associated with icc code# (B)(4) and no conclusion could be determined. No sample product was returned and no lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional information has been requested but nothing was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on november 17, 2016. (B)(4).

Event description:
Complaint reported by the end user that he accidently cut into his stoma when using a pair of scissors to cut the eakin product to fit better. He reports that the stoma has been bleeding for several hours and bled into the ostomy pouch. The end user was advised to apply direct pressure and to seek medical attention. No further details have been provided.